Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was unresponsive. Her blood glucose level was 191 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.